Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. It was determined the acquisition module had failed and was replaced to resolve the customer¿s immediate concerns. The failed acquisition module was returned for evaluation. During evaluation, the acquisition module passed pre-evaluation, loop and resident self-tests. Visual inspection passed as well. It is suspected that the error could be related to cleanability of the acquisition module assembly during usage. The system has been returned to service and no further issues reported.

Event description:
It was reported the epiq cvx ultrasound system displayed an error code when using the verisight catheter during a patient procedure. The procedure was completed after an exchange of the ultrasound system. No further information is available. There was no patient or user harm associated with this event. The field service engineer replaced the acquisition module to resolve the customer's immediate issue.